Manufacturer narrative:
The product was not returned for evaluation. The exact cause of the reported balloon rupture could not be determined. Balloon ruptures are an inherent risk of using this product. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. As stated in the IFU, complications may occur during the use of embolectomy catheters. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of an aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure. Note: this is report 2 of 2 related to the second catheter used in the event. Report 1220948-2024-00135 was submitted for the first device involved in this event.

Event description:
It was reported that the syntel otw balloon ruptured. They were using the python balloon during an ovarian vein embolization procedure and upon inflation they couldn't see any contrast even though they put some in the syringe. Dr. Babcock aspirated the balloon and noticed it had ruptured. This happened with two of the python balloons. No more than 2cc was inflated. They checked the integrity of the second balloon (both devices pre-checked) before placing inside the patient. It was fine until inflated inside the patient, it ruptured again. A different device was used to complete the procedure. No injury was reported to the patient. Note: this is report 2 of 2 related to the second catheter used in the event. Report 1220948-2024-00135 was submitted for the first device involved in this event.